Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ tricuspid regurgitation (tr) and an enlarged atrium for a triclip procedure. A triclip grasped at the central antero-septal location, although there was some reduction in tr there was some residual tr remaining. During regrasping the clip grasped the lateral leaflet, but while attempting to move in the septal direction the clip became entangled in the sub-valvular. The clip was inverted and retracted into the right atrium. Tension was felt on the sgc, and one of the grippers was determined to be stuck when changing the fluoroscopy angle. It appeared as if the gripper rotated to the other side of the clip. The decision to fully retract the clip was made, this required the gripper line to be released for the stuck gripper. The clip would then not close more than 40 degrees. Two snares were used to get the clip outside of the patient's body. After the clip arms were snared, the clip became detached from the sgc. While pulling the clip with the snares, resistance was felt, the tr deteriorated, and there was a papillary muscle rapture. The clip was retracted into the femoral vein and extracted from the patient through venesection. Visual inspection of the clip showed chords surrounding the gripper that was not responsive. The tr had worsened to grade 4+. There was no clinically significant delay reported and the patient has been referred to surgical tricuspid repair. No additional information was provided.

Manufacturer narrative:
In this case, the reported difficult to open or close-gripper actuation - single, difficult to open or close clip close - inability and difficult to remove-anatomy could not be replicated in a testing environment. The reported product quality problem-n/a, however, was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and while the reported single gripper actuation issue and product quality problem associated with the gripper appears to be related to the clip getting caught with the anatomy (difficult to remove the clip from the anatomy), however, a cause for how the clip became caught in the anatomy and unable to close the clip could not be determined. The reported unspecified tissue injury (papillary muscle rupture), tricuspid valve insufficiency/regurgitation and vascular dissection appear to be related to procedural conditions associated with inability to close the clip and difficulty removing the clip from the anatomy. Tissue injury/damage and tr are known possible complications associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.